Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a veterinary procedure, the suture broke. The suture was said to not be strong enough and resorbed too fast.